Event description:
The customer reported to customer service that [his wife¿s] breast pump power adapter has frayed wires, is damaged and he ¿thinks there were some sparks at one time.¿ an injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get add¿l complaint info, including a final attempt by letter, were unsuccessful. The product however, was received for testing/analysis. In summary, a breach in the insulation at the strain relief was present, which could result in sparking. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. A visual examination of the power supply nothing unusual with the housing (no breaches or deformations). A visual examination of the cord revealed twisting from end to end with exposed wires at the strain relief, which the customer taped. The power supply was plugged in and the voltage across the dc plug was measured at 12.3 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 5938 ohms, which is normal and indicates that the thermal fuse did not blow.